Manufacturer narrative:
The scope was sent to an independent laboratory for microbial testing. The scope's air/water channel tested positive for bacillus licheniformis and the instrument channel tested positive for enterobacter pyrinus. The scope was ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. A visual inspection was performed on the instrument channel of the scope and found minor kinks near the distal end opening of the instrument channel. The likely cause of the kinks within the channel, is potentially due to user handling.the suction channel was inspected and showed no signs of damage. There was no sign of foreign material or stain present within the instrument or suction channels. The scope passed the cosmo leak test. The scope was purchased on march 13 2010. A review of the service history of the scope found four previous repairs in the past three years; all repairs were not related to positive culture or a cross contamination issue. Based on the device evaluation results, the cause of the reported positive culture is unknown. As a preventive measure, the instruction manual provides warning that states, ¿after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion ¿reprocessing manual¿ with your endoscope model listed on the cover. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection.

Manufacturer narrative:
The device was returned for service but the investigation is in progress. To date, limited information was provided by the user facility. Multiple follow ups were made to the user facility to obtain additional information but with no results. As part of our investigation, an endoscopy support specialist (ess) visited the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training. The reviewed reprocessing of cf-h180al using the oer pro according to the reprocessing manual. In addition, reviewed the care and handling of the connectors in the oer pro and emphasized hooks up should only be attached when hooked up to a scope. The ess recommended to not soak the connectors in bleach due to extra wear and tear and conducting a control of the culture test to ensure they are performed correctly. The scope will be forwarded to an independent laboratory for microbial testing and ethylene oxide sterilization. If additional information becomes available this report will be supplemented accordingly.

Event description:
The manufacturer was informed that the scope culture tested positive for bacillus species after it had been reprocessed. There was no patient injury associated with this report.